Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number 6005604 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the pump malfunctioned as the screen reads cassette not attached. The continuous infusion rate was 2.3 ml/hour, and the total reservoir volume was 106 ml. No medication was given. It was unclear whether the air detector and the upstream sensor were on or off, as the settings were not changed. The length of the infusion was 46 hours. The lock level was unknown, and the settings were not changed. The pump was used to prime the extension tubing. The event occurred during set-up at facility. There was no patient involvement.